Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.